Event description:
Taste disturbance reported after fitting. Initial implant date (B)(6) 2012.

Manufacturer narrative:
This patient reported some form of taste disturbance that persisted after the first fitting after activation. Patient reported no taste on right side of tongue. No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The patient is specifically advised of this prior to the procedure. The presence of a taste disturbance is frequent and typically resolves over time.